Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of extended signal loss occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown duration of extended signal loss is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.